Event description:
It was reported that patient received an alert for extended charge time. Review of session records noted no excessive charges nor any indication of excessive battery use. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed via the printouts. However testing in the laboratory could not reproduce the reported anomaly. The cause of the extended charge time was undetermined.